Event description:
Medtronic received information that on the same day of implantation of this bioprosthetic valve, the patient had high amounts of chest tube output and was taken back to the operating room for exploratory chest surgery to determine the source of bleeding. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)